Event description:
It was reported that during a lap nephrectomy, the device became stuck on the renal artery and would not open with the manual release. It took approximately 10 minutes to pry it off. There was some bleeding on the staple line, so they sutured over the entire length of the staple line to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.